Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event (including patient weight); however, no additional information was provided. Manufacturer's investigation conclusion: a direct correlation between the device and the reported syncope could not be conclusively determined through this evaluation. Additionally, a specific cause for the reported driveline infection could not conclusively be determined through this evaluation. The submitted log files were unremarkable and no notable events were captured. The pump appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the account regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU lists driveline infection as a potential adverse event which may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas patient handbook, rev. C, is also currently available. This handbook and the IFU both contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was first presented to the hospital on (B)(6) 2021 for symptomatic dizziness that progressed to syncope. Another episode of the dizziness occurred on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a recent driveline infection and was admitted for syncope. They presented to an outside hospital for two separate episodes of symptomatic dizziness that progressed to syncope. A review of the logfile revealed 112 pi events occurring from (B)(6) 2021 at 1024 until (B)(6) 2021 at 1149.